Event description:
It was reported that an access y-type irrigation set had no flow. The tubing at the end was collapsed or kinked, which prevented flow. Patient involvement and the step of setup or therapy during which this occurred are unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the end of the tubing had been cut off and there was a kink in the tubing, approximately five inches below the y-site. Functional testing was performed by spiking the set into a solution bag and priming. The inner walls of the kinked tubing were not touching, and fluid was found to flow through the set. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.